Event description:
It was reported that there was no magnet response and the device could not be interrogated. The patient was asymptomatic. The technical consultant recommended device replacement. Later review of manufacturer's database revealed the patient had died. Follow up with the clinic reported the family had elected not to have the device replaced as the patient was in a nursing home and suffered from severe dementia and other chronic health problems. The clinic did not have the official cause of death. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. The cause of death has been requested and not received. It is not known if the device was explanted post-mortem.